Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomerieux to report the observa pc linked a previous patient to new results of a different patient. Both patients had the same accession number, with a different patient ID number. The laboratory re-uses accession numbers. Observa patient deletion threshold is configured for two years at the discretion of laboratory management. The customer identified the issue when expected test results were not uploaded to the lis for the new patient. The laboratory technician reviewed and identified the appropriate results and manually entered them into the hospital lis system. No incorrect results were uploaded or reported to the treating physician. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. Observa pc backups were requested from the customer in order to fully investigate the occurrence. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux internal investigation was conducted. The observa® system log was submitted by the customer, and was evaluated by biomérieux. The system log shows that observa® system received incoming messages from the hospital lab information system (lis) on (B)(6) 2016 which contained the accession number(s) in question associated with patient demographic data from the year 2010. The patient demographic data was then transferred to the vitek® 2 system. Vitek® 2 results generated under the reused accession number were associated with the 2010 patient information erroneously downloaded by the customer's lis. The user has since contacted meditech for lis resolution. It is unknown why the site lis system transmitted data from a 2010 patient. Based on investigation results, there is no evidence of observa® or vitek® 2 malfunction. Both systems performed as intended.